Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 135 ohms. The pace impedance was also noted to have increased to 823 ohms, which is within normal specification limits. Subsequently, both impedance values dropped down to previous normal values of 99 ohms and 700 ohms, respectively. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that there are no applicable programming changes to make for this single coil lead. Also, ts noted that these impedance measurements may be part of normal variation for this patient as they previously had shock impedance measurements up to 112 ohms in the past or it could be due to a physiological change around the device can or lead coil or both. Ts indicated that it is doubtful it is due to a lead fracture as the shock impedance has not reached 200 ohms. Ts provided guidance to the hcp to bring the patient into the clinic to clear the alert and possibly change the shock impedance alert limit. Ts also indicated to consider performing a commanded maximum energy shock test to evaluate the issue. The products remain in-service. No patient symptoms or adverse patient effects were reported.